Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was not functioning for the last 6-7 months prior to the report. MRI compatibility guidelines were provided. No patient complications were reported.